Manufacturer narrative:
One infusion pump was received for evaluation in relation to this event. The tampered seal label was found to be missing, and the physical condition of the device was found to be good. A review of the event history log was unable to confirm the reported event. Accuracy and functional tests were performed on the received device, and the device was found to be performing within manufacturer's specifications. The reported event was unable to be confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that during testing of the device that it failed infusion volume accuracy +8.10%. There was no patient involvement reported.